Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported an inaccurate fill estimate. Customer reported filing the cartridge with cold insulin. Customer reloaded the same cartridge and received and accurate fill estimate. Customer's blood glucose level was not impacted.